Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6: h4: the device was manufactured from september 26, 2019 - september 28, 2019. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample and the flow rate was found to be within the product specification range. Based on the functional flow test result, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully infuse during patient infusion; approximately 30% solution remained in the device. There were no issues during set up/priming, the line flushed with no resistance, and no kinks were observed. The device had been filled with 8000mg flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available